Event description:
Healthcare professionals reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professionals reported left side deflation. The device has been explanted.

Event description:
Healthcare professionals reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening curved on anterior, crease fold, wear abrasion and brown particles inner device. Leak test and microscopic analysis was performed which identified: two openings crease smooth on anterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior and radius assessed as fold flaw opening .